Manufacturer narrative:
Correction d6a date of implant was left blank should have been (B)(6) 2011.

Event description:
Related manufacturer reference number: 2017865-2021-39215, 2017865-2021-39219. It was reported that the asymptomatic patient presented for a follow up. The patient's pacemaker exhibited premature discharge of battery. The patient's atrial and right ventricular leads exhibited high pacing impedance and high capture thresholds. The device was explanted without issue. The leads remain implanted and in use. The patient was stable.